Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months from date manufacturer was made aware.

Event description:
It was reported that the patients ipg is not working as intended. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned by the facility.